Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the infusion set had a bent cannula and high blood glucose event. The customer¿s blood glucose was 14.0 mmol/l at the time of call. Customer stated that the infusion set cannula was bent and the blood glucose reading was 26.0 mmol/l. Customer changed the infusion set and reservoir and treated with insulin pump for the high blood glucose. Bent cannula troubleshooting was performed and completed. The insulin pump is not expected to return for analysis. Additional device related incidents: infusion set (B)(4).